Event description:
It was reported that the device tripped elective replacement indicator due to battery impedance exceeding 2000ohms. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. It was noted that the battery had high resistance/impedance leading to the triggering of elective replacement indicator (eri). The eri logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. The device was received and analyzed and the high impedance and high battery impedance led to early replacement indicator (eri).